Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This complaint is against the transfer set should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a connection issue between the minicap and the transfer set which led to peritonitis. The patient noticed that there was a fingernail size space between the cap and the transfer set as the patient may not have placed the cap tight enough; therefore, the minicap may not have been tight enough when the patient was bathing earlier in the day. On an unreported date, the patient was hospitalized for the event. On an unreported date, during hospitalization, the patient began treatment with unknown antibiotics (doses and frequencies not reported, intravenously) for peritonitis and continued on unknown antibiotics (doses and frequencies not reported, orally) while at home after discharge. On an unspecified date, the patient's pd catheter was removed due to the event of peritonitis. On an unspecified date, the patient returned to pd therapy. At the time of this report, the patient had recovered from peritonitis. At the time of this report the minicap was discarded and the transfer set was replaced. No additional information is available.